Event description:
Customer called reporting unexpected negative reactions on the echo. An o positive patient had typed as o negative on the echo. No transfusion reactions were reported as a result of this negative reaction.

Manufacturer narrative:
According to the echo operator manual, hemagglutination reactions 1+ or less may not be detected by the echo.